Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 was difficult to fire. Once fired, bleeding occurred and the pt had to be opened to complete the case. Pt was very large and case was very difficult as a result.